Event description:
The customer reported that during a gyn procedure, the device knife did not retract and the jaws could not be re-opened after the second application of the device. The customer did not report if the device was applied to tissue when this occurred. There was no patient injury. Additional questions have been asked to the site contact regarding the incident and device.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.